Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of hyperaemia and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approximately 2.5 months after injection to the "middle and low face" with juvederm voluma with lidocaine and juvederm ultra 3, the pt developed "hyperaemia and oedema" in the "marionette folds and right nasolabial area (injection sites)". Pt was treated with aerius, dexamethasone, and advantan cream. Symptoms resolved approximately 10 days after onset.